Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. No troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
During pump rewind, the unit returned a pump error 35. After further examination of the unit¿s interior, electrical board shows heavy corrosion and mold just about everywhere. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the pump error 35. Device received with a crack on the battery tube which extends to the top where the battery threads are located.